Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided multiple appropriate shocks to treat the patient's sustained ventricular tachycardia (vt), however all shocks failed to convert the patient's rhythm and exhibited impedance measurements of greater than 125 ohms. This ICD was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.